Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that the cadiere forceps instrument had the tips not aligning. There was no report of patient involvement or no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site informed that they had already sent the grasper in for review, but could not remember the details. There was no clear information revealed regarding the instrument or the contact person. The surgeon's/ procedure information was incorrect.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was found to have one/both bent grip(s), causing misalignment of the grips. There was a .011¿ offset at the tips. The grips show/do not show cracking damage. Components adjacent to this bent grip show damage which may indicate potential mishandling/misuse / do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the user.